Event description:
Customer reported a delivery issue, stating she had not received her replacement test strips and was therefore unable to test. Customer had initially reported a test strip port issue with her adc blood glucose meter on (B)(6) 2015; the customer stated the meter would turn on with button press, but not with test strip insertion. The customer additionally reported that on (B)(6) 2015 she began experiencing headache, sweating, and dizziness and self-presented to the emergency department at a local hospital. Customer's blood glucose was checked and a result of 300 mg/dl was obtained on the hospital meter. No diabetic diagnosis was rendered. Customer was administered an insulin injection and after some time, a subsequent reading of 180 mg/dl was obtained on the hospital meter and customer was sent home. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This serves as a correction report. Serial # included in the 30-day initial report was incorrect. Correct serial number is (B)(4). Field has been updated accordingly.

Manufacturer narrative:
The meter was returned and investigated with retained test strips. Upon investigation the meter was disassembled and a raised pin #6 was observed in the strip port. The pins located in the strip port align with the electrodes on the test strip, and therefore if one of the pins is bent or raised, the test will not be conducted. A bent pin is most likely due to the customer inserting a bent test strip. No additional issues were identified during extended product investigation. Test strip label copy instructs users to not bend, cut, or alter the test strip in any way. This is a final report. Note: date entered is the date abbott diabetes care became aware of the delivery issue. Product related to initial complaint was returned on 05-mar-2015.